Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information mentioned a pocket revision. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was since implanted the patient had been having discomfort at the location of where the implanted neurostimulators battery was installed in their back like it was pinching the nerve or catching on something. Patient thought it was something that would go away after a while but it had gotten worse. It had been very uncomfortable since it was installed. The patient was redirected to their healthcare provider to further address the issue. Patient called and repeated previously documented information. Patient stated they had seen a pa at hcp's office and was advised to get in touch mdt for possible reprogramming. Agent asked and patient confirmed the hcp is familiar with mdt scs devices, as hcp had went in and cleaned up their ins about a month and a half after implant due to infection. Patient noted they have had this pain since time of implant and thought it would do away, but it has not and they are in quite a bit of pain at the implant site. Agent reviewed information and redirected back to hcp, but also sent email to field at request of the patient. Rep replied and noted they would call pt. Rep noted they told pt that if they only had battery pocket pain, they would need to see their hcp. Pt called back stating they were supposed to meet with the rep this morning at hcp's office. Pt is at the hcp's and there was no rep. Redirected to hcp additional information was received from the patient (pt). They reported that the cause of the issue was undetermined. Pt was redirected from their hcp to the rep but has not been able to set up an appointment with both rep and hcp present yet. They were still having issues with their pain. Pt noted they were very frustrated at their current pain issues. Pt was wondering if the implant was the cause of the pain they were feeling at the implant site since it has been there since the surgery.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.